Event description:
It was reported that on (B)(6) 2024 the locking drill guide was not threading in to plate. The damage identified on drill guide. There was no patient consequence. There was no surgical delay and the the surgery was completed successfully. During manufacturer's investigation of the returned device it was identified the tip of the device is broken and the broken fragment was not returned. This report is for one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that device was stripped from threads in the tip. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. Additionally the tip is broken. The broken fragment was not returned. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lcp drill sleeve 5 f/drill bits ø4.3 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 323.042. Lot # 2l92154. Manufacturing site: werk hagendorf. Release to warehouse date : 30 jan 2019. Expiration date: n/a. Supplier:n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.